Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported first device (implanted) ped3-027-500-30 lot b206092. Second device (return to evaluate) p ed3-027-550-16 lot b174734

Manufacturer narrative:
H3: the pipeline vantage with shield and the phenom 27 catheter were returned for analysis. The pushwire was protruding from the hub and the braid was partially deployed from catheter tip. In addition, sleeves and tip coil were deployed from catheter distal tip. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline vantage with shield were found fully opened and slightly damaged. The middle of the pipeline vantage with shield braid was found to be fully opened and no damage. No defects were found with the tip coil, distal marker, re-shea thing marker, arms or with the proximal bumper. The total and usable lengths of the phenom catheter were measured to be within specifications. The catheter hub and body were examined; and no damages were found. The catheter tip and distal marker were found to be flattened. No other anomalies were observed. For further examination, the pipeline vantage with shield was pushed out from the catheter without issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at the middle section as the middle section of the pipeline vantage with shield braid was found to be fully opened and no damage. It is possible that the severe vessel tortuosity may have contributed to the failure to open as the customer reported that "the patient vessel tortuosity was severe. However, based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the returned catheter was found to be damaged (flattened). There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was stuck/locked up in the distal end of the catheter. The issue occurred during resheathing. In addition, the middle section of the pipeline did not open. The patient was undergoing surgery for treatment of a amorphous, unruptured aneurysm in the left ica with a max diameter of 14mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline was stuck/locked up in the distal end of the catheter. The issue occurred during resheathing. In addition, the middle section of the pipeline did not open. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The physician released the load (slack) in the system in an attempt to resolve the issue. However, this did not resolve the issue. For that reason the physician decided to do an angioplasty with a double lumen balloon 6x20. Even though the wall apposition improved there was a gap in the proximal part so the physician decided to telescope a second device. The second device was navigated through the phenom 27 microcatheter. When it was placed in the initial position to deliver, the pipeline was wrinkled. When they started to deliver it, they resheathed to reposition and the second time they delivered 1/3 of the device as it was not possible to either unsheath or resheath the device with the microcatheter. The physician removed everything. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was not used for an indication that was not approved (off-label). The pipeline and accessory devices were prepared as indicated in the IFU. The catheter was flushed continuously with a heparanized saline. It was unknown if the catheter was damaged. The pushwire was not damaged. There were no patient symptoms or complications associated with this event. A dapt (dual antiplatelet treatment) was administered. The pru level was correct for the treatment with a flow diverter. The angiographic result showed it was treated perfectly with the pipeline vantage. The proximal wall apposition improved. Ancillary devices include a short sheath guide catheter, a 7f guiding catheter, a phenom 27 guidewire, a taxcess 14 coil, and a micrusframe 14/12/10mm.